Event description:
Kyphon xpede bone cement used for kyphoplasty on (B)(6) 2019. Pt returned to hosp urgently on (B)(6) 2019. Pleural effusion, acls started, median sternotomy with 1000cc or more blood in chest. Unable to revive pt, pt expired. FDA safety report ID# (B)(4).